Manufacturer narrative:
(B)(6). Lot number provided (9023774) does not appear to be a valid lot number; therefore, (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation as it was reportedly discarded by the facility. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure for routine hardware removal the tip of the self-retaining screwdriver broke off. The broken piece was removed from the patient and no fragments were left inside the patient. The issue with the device caused a fifteen (15) minute delay in surgery and upon completion of the procedure the patient remained in good health. This is report 1 of 1 for (B)(4).